Event description:
The following has been reported to hamilton medical ag on (B)(6)2024 it was reported that on (B)(6)2024, , the hamilton t1 ((B)(6)) was stuck on bootscreen, it will not move past. Ventilator alarms without visible alarms or logging tfs in the eventlog (boot logo, stuck on loading) as an immediate correction action, customer was instructed to reset ffc's and reinspect. According to customer, instruction were followed. As per avaialble information there is no indication that the complaint lead to death, injury or serious deterioration of the health of the patient, user or third-party.

Manufacturer narrative:
Hamilton medical ag complaint number: (B)(4). Follow-up 1 - corrected information: UDI related data quality updates only. Field d4 was updated with full UDI information.

Event description:
The following has been reported to hamilton medical ag on february 16th 2024 it was reported that on 16 feb 2024, , the hamilton t1 (sn (B)(6)) was stuck on bootscreen, it will not move past. Ventilator alarms without visible alarms or logging tfs in the eventlog (boot logo, stuck on loading). As an immediate correction action, customer was instructed to reset ffc's and reinspect. According to customer, instruction were followed. As per available information there is no indication that the complaint lead to death, injury or serious deterioration of the health of the patient, user or third-party.

Event description:
The following has been reported to hamilton medical ag on february 16th 2024. It was reported that on 16 feb 2024, the hamilton t1 (sn (B)(6)) was stuck on bootscreen, it will not move past. Ventilator alarms without visible alarms or logging tfs in the eventlog (boot logo, stuck on loading). As an immediate correction action, customer was instructed to reset ffc's and reinspect. According to customer, instruction were followed. As per avaialble information there is no indication that the complaint led to death, injury or serious deterioration of the health of the patient, user or third-party.

Manufacturer narrative:
Hamilton medical ag complaint number: (B)(4). Follow-up 1 - corrected information: UDI related data quality updates only. Field d4 was updated with full UDI information. Updated fields: b4, d1, d3, d4, g6, h2, h4, h11. Follow-up 2 - additional information: the entry fields b4, g6, h2, h3, h6 and h11 have been updated. It was reported by the customer that the ventilator was stuck on boot screen, it will not move past during non-clinical procedure. No patient involved. The event did not cause or contributed to a death or serious injury to a patient. No log files were provided. The root cause of the event was determined to be a defective driver board and control board. After replacing the driver board and control board, all service software checks and function checks passed, and the device was released back into use.